Manufacturer narrative:
The device was received for evaluation. The device was found to be within specification during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'when a slide clamp is inserted into the slide clamp keyhole, instructions on loading the tubing into the chamber don't appear on-screen' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a spectrum pump slide clamp was inserted into the slide clamp keyhole, the instructions on loading the tubing into the chamber did not appear on-screen. This occurred during an unspecified process step. There was no patient involvement.